Manufacturer narrative:
H3 - device evaluated by manufacturer: upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. The returned product consisted of a jetstream 2.4 catheter with an abbott .014 nav 6 guidewire stuck in the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed a kink located 121cm from the tip. The tip of the jetstream device was run over the coils of the guidewire tip. The guidewire was exiting the distal tip of the jetstream approximately 17.5cm and exiting the proximal end of the device 163 cm. The jetstream catheter was connected to the jetstream console and functional testing was conducted. The device functioned as designed pertaining to the rotation. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The jetstream device instructions for use (IFU) lists the compatible guidewires that are to be used with the jetstream device. The abbott .014 nav 6 filter guidewire is not on the compatible list. Use of a non compatible guidewire may compromise performance or damage to the jetstream system.

Event description:
It was reported that the device became stuck on the wire. A 2.4mm jetstream xc catheter was selected for an endovascular repair of the patient's lower leg. During the procedure, the device became stuck on the non-bsc wire. The wire and the jetstream catheter were removed together as a unit. The procedure was completed in a routine manner. No patient complications were reported.

Event description:
It was reported that the device became stuck on the wire. A 2.4mm jetstream xc catheter was selected for an endovascular repair of the patient's lower leg. During the procedure, the device became stuck on the non-bsc wire. The wire and the jetstream catheter were removed together as a unit. The procedure was completed in a routine manner. No patient complications were reported.